Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by mild abdominal pain, mild fever and general not feeling well. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. The patient was treated with unknown intraperitoneal antibiotics. At the time of this report the patient was recovering from this peritonitis event). Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.